Manufacturer narrative:
Qn#(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "helium loss alarm". As a result the iab was removed and replaced. No patient harm or injury.